Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked on 2 occasions during use. The following information was provided by the initial reporter: we have had 2 incident reports from the chemotherapy service where treatments are applied related to leakage during use. Info add received from customer on 23th sep 2020: there is no harm for the health professional but for the patient there was damage due to leakage of irritating drugs, pain, inflammation, redness of the area affected. Administration of medications such as hydrocortisone ointment, medical monitoring. Exposure to the skin as medicine leaked. We assume that it is due to the catheter, will it be due to an increase in the permeability of the catheter? The sample were disposed of in cytotoxic drug containers.

Manufacturer narrative:
The following fields have been updated with additional information/corrections: b.2. Event attributed to: required intervention. B.5. Describe event or problem: it was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked on 2 occasions during use. The following information was provided by the initial reporter: we have had 2 incident reports from the chemotherapy service where treatments are applied related to leakage during use. Info add received from customer on 23th sep 2020: there is no harm for the health professional but for the patient there was damage due to leakage of irritating drugs, pain, inflammation, redness of the area affected. Administration of medications such as hydrocortisone ointment, medical monitoring. Exposure to the skin as medicine leaked. We assume that it is due to the catheter, will it be due to an increase in the permeability of the catheter? The sample were disposed of in cytotoxic drug containers. B.6. Relevant tests/laboratory data: administration of medications such as hydrocortisone ointment, medical monitoring. H.1. Type of reportable events: serious injury. H.6. FDA patient problem code: 1757, 1932, 1994.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked on 2 occasions during use. The following information was provided by the initial reporter: we have had 2 incident reports from the chemotherapy service where treatments are applied related to leakage during use. Info add received from customer on 23th sep 2020: there is no harm for the health professional but for the patient there was damage due to leakage of irritating drugs, pain, inflammation, redness of the area affected. Administration of medications such as hydrocortisone ointment, medical monitoring. Exposure to the skin as medicine leaked. We assume that it is due to the catheter, will it be due to an increase in the permeability of the catheter? The sample were disposed of in cytotoxic drug containers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked on 2 occasions during use. The following information was provided by the initial reporter: we have had 2 incident reports from the chemotherapy service where treatments are applied related to leakage during use.